Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2001. Subsequently, the patient was revised on (B)(6) 2005, due to acetabular lysis and hypersensitivity. The acetabular cup, liner, and modular head were removed and replaced.

Manufacturer narrative:
During a surgeon conference presentation, revision procedures related to biomet product were being discussed. Subsequently, biomet contacted the surgeon's office to obtain more detailed information regarding the events discussed during the conference. It was confirmed that biomet had not been notified of the events and information was supplied to biomet on september 28, 2010. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states "material sensitivity reactions". (B)(4).